Event description:
It was reported that during a lap sigmoid resection procedure, the shears failed to function and while cleaning, the blade tip broke off. Another device used to complete the procedure with no patient consequence.